Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 4.8 x 6.7 cm in diameter in one image, and 5.1 x 5.6 cm in diameter in another image. It was reported that the patient has many issues. The right side has severe occlusive disease, severe calcium. The sfa was out, and the popliteal was bad. The left side diseased as well, and had severe calcification. The right kidney was not visualized on images, and may have been resected. The left renal artery had high grade stenosis at takeoff, renal issues. The creatinine level was high. The patient may have had a possible fem pop bypass on left already. It was reported that access was a concern as the device may be difficult to track. Dilators were suggested; however, the physician first wanted to just advance the device up the left side but it would not advance. The physician tried a 14 fr dilator, and it was unable to advance. Then a 12 fr dilator was used and the device barely got up. The physician wanted to use covered stents to open the vessel. There were 2 areas of concern, and 2 covered stents from another¿s manufacturer¿s (7mm mid iliac and 8mm proximal iliac) were placed. The physician then used 14, 16, 18 fr dilators and they all went up. The physician then advanced the delivery system slowly, the vessel kept bowing up. The physician relaxed then advance the delivery system up and got it in place below the left renal artery and successfully deployed. Upon removal of the delivery system, when it got down to the iliac stents, spindle or top of device got hung/caught on another¿s manufacturer¿s 8mm covered stent and would not come out. The physician tried to advance the delivery system to make sure graft cover completely covered spindle, too tight. The physician tried again to work through the covered stent, and it would not go. The physician made the decision to make a retroperitoneal cutdown to have control in case it tore the vessel and to get the device out. He still could not get the device out. The physician had to cut out both covered stents and pull out the delivery system with some force. The vessel was torn and the patient lost a lot of blood. He placed a reliant balloon up into the aui to occlude blood flow. The physician got control and performed an endarterectomy on the long segment of left iliac/external and cleaned out the calcium which was very heavy. The physician then placed a 16x10x93 limb to finish out the aui. Ballooned and took a final run, aneurysm has been excluded. The physician then had to perform endarterectomy on left femoral so could tie in the fem-fem. Patient remained intubated; right leg/foot did not look good after surgery. The patient is now on dialysis. The patient had one kidney, high grade stenosis, creatinine was high. The physician did not know if contrast induced or if aortic tamponade for approx. 30-35 minutes with a balloon and may have sent something into the kidney. The stent graft landed well below ostium. However, now the patient is awake and sitting up in bed, both legs look good and have good color. No additional clinical sequelae were reported and the patient is fine. A review of returned pre-implant images confirmed the reported challenging anatomy. Images during and post-implant were not provided. The cause of the events could not be determined; however, it is likely that the very diseased vessels contributed.